Event description:
It was reported that "right hip is making a clicking noise. Also has weakness in the hip area, and pain. Has bilateral stryker hips, but has no problem with the left hip. Has bilateral knees, which are zimmer knees, and is having trouble with the right knee."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.